Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were encapsulated, got infected.

Event description:
Patient reported right side "encapsulated, got infected". Device has been explanted.